Event description:
Cstomer reports two incidents of blood leaks at the onset of patient treatment on the first use of both dialyzers. Estimated blood loss was 200 cc's per incident. Treatments were continued with new dialyzers and new bloodlines without incident. No patient injury or medical intervention was reported for either incident.